Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor glucose and blood glucose values have had large discrepancies. The patient's blood glucose at the time of incident is unknown. Additionally, the pump stopped delivering insulin and the customer normally has high blood glucose episodes in the morning. The customer stated that the sensor will no longer be used unless proper information and explanations are given regarding the issues. No products were shipped or returned.